Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the speed could not be adjusted. A rotablator console was selected for use. It was noted that the speed could not be adjusted and would stay locked at 250,000 rpm. There was no patient involved.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The console and the foot pedal were tested using a functional generator with frequencies from 3.35 khz to 29.9khz and the reading were 99000 rpm and 888000 rpm. By using rotablator turbine model tester, the rpm was floating from 99000 to 100000 rpm. These are typical operational speeds. The foot pedal functioned properly, readily activating/deactivating the rotation and switching the console between turbine and dynaglide modes. Leak test was also performed with turbine model tester and the pressure gauge psi reading has not decreased by 5 psi. The unit passed the rotablator system functional test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that the speed could not be adjusted. A rotablator console was selected for use. It was noted that the speed could not be adjusted and would stay locked at 250,000 rpm. There was no patient involved.